Event description:
It was reported that the customer experienced a blood glucose (bg) level of 30 mg/dl and lost consciousness and fell and bruised their face. Reportedly, emergency medical services were call and transported the customer to the emergency room and subsequently hospitalized in the intensive care unit. The customer was treated with intravenous fluids of saline. The customer was released on (B)(6) 2025 with issue resolved and no permanent damage. System check with tandem technical support confirmed the pump was functioning as intended.